Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. Customer's blood glucose level at the time was unknown. No troubleshooting occurred. It was also mentioned that the customer was hospitalized in 2013 due to unknown reasons. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.